Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal cramps. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin (one gram, three doses, route and frequency not reported) for the peritonitis event. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.